Event description:
The customer reports that during a laparoscopic cholecystectomy procedure, the device was sticking when trying to close. When it was closed, it would not open. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.